Event description:
The user facility reported that during reprocessing, the subject device would not start up. There was no report of patient or user harm due to the event. Another similar device was used to complete the intended procedure. The procedure was delayed less than 15 minutes.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing of the device, after switching the power source on, the screen blacked out and an alarm was generated. The issue was found to be due to a pressure sensor circuit board failure. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: since the malfunction ¿the device cannot start up¿ was not duplicated at the time of inspection, the root cause could not be identified. The malfunction ¿the screen blacked out and there was alarm¿ might have occurred because the circuit board was defective; however, the cause of the defective circuit board could not be specified. Olympus will continue to monitor field performance for this device.